Event description:
The patient was enrolled in the option study on (B)(6) 2020 with patient identifier (B)(6). It was reported that device did not seal. Prior to the index procedure, aspirin was not administered. Along with a concomitant atrial fibrillation ablation using pulmonary vein isolation and mv isthmus line with carto method, a left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx laa closure device was implanted with a complete laa seal and deployed device diameter of 19 mm. Post implant, aspirin and apixaban was started. On (B)(6) 2020, the patient was discharged. On (B)(6) 2021, 383 days post index procedure, the patient presented for a routine 12-month follow-up visit. Transesophageal echocardiography (tee) imaging revealed a residual jet around the device more than 5mm with an approximate angle of jet at 30 degrees. The patient was placed on 2.5 mg of rivaroxaban, twice daily. There were no patient complications reported. On 02-nov-2022, the event was considered as resolved.